Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported the device has a loss of power. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the product is a non-repairable device and hence has been returned unrepaired. Product has been functionally tested and the service center did not escalate to the complaints department it is deemed that no foreseen harm or serious injuries could have been identified from the failure type, so no further evaluation could be performed. It was determined there was insufficient information to determine a root cause for the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.